Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ser plastipak 10ml s ls plunger was deformed and the graduation marking was partially erased. The following information was provided by the initial reporter: plunger came deformed. It is noteworthy that the graduation numbering is also partially erased.